Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving erratic readings on their abbott diabetes care device. The customer reported receiving readings of 20mg/dl, 160mg/dl, 123mg/dl and 400mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter met specifications prior to release to distribution. Dhrs (device history review) for the precision strip was reviewed and the dhrs showed the precision strip met specifications prior to release to distribution. Retain testing was performed for the precision strips and all units performed within specification. The returned meter (B)(6) was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter and no issues were observed. Meter powered on with button depression and test strip insertion. Blood testing was performed, and all results were within specification range. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving erratic readings on their abbott diabetes care device. The customer reported receiving readings of 20mg/dl, 160mg/dl, 123mg/dl and 400mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.